Event description:
After priming the patient's medications, an air bubble formed in the IV tubing within the alaris pump. Despite multiple attempts, the pump continued to alarm and required re-priming.